Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose from 200mg/dl to 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they forgot to click off the tubing before taking a bath which caused the high blood glucose. The customer declined trouble shooting the issue and just wanted to have the event documented. The customer stated that they had pulled the infusion set which caused them to bleed but since changing their infusion set they had not had any further issues with the insulin pump. No further information was provided.